Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm epic plus mitral valve was successfully implanted in a patient. The patient¿s baseline rhythm was atrial fibrillation with a controlled ventricular response of approximately 60 bpm. Post-procedure, it was noted that the patient developed a complete heart block there was no difficulty experienced during the implantation of the 31mm epic plus mitral valve. Complete heart block was confirmed by electrocardiographic evidence showing a ventricular rate of 30 bpm, with no improvement observed 10 days post-surgery, on (B)(6) 2025, the decision was made to implant a permanent pacemaker. No allegations of malfunction were made against the abbott device or procedure. The patient did not exhibit any other clinical signs or symptoms during or after the event. The patient underwent aortic and mitral valve replacement, which the implanting physician believes caused the complete heart block. The patient was discharged on the 13th postoperative day and is currently in good clinical condition.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the complete heart block could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.